Event description:
The manufacturer received information alleging a ventilator was alarming for service required. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board needs to replaced to address the issue. There was evidence of contamination.